Event description:
Related to MFR report # 2183959-2012-02404, 02405. "On or about (B)(6), 2009," an elevate system with intepro lite was implanted to treat for, "pelvic organ prolapse and stress urinary incontinence." Plaintiff's attorney alleged "after and as a result of implantation, plaintiff suffered serious bodily injuries, including, but not limited to, pelvic pain, infection, urinary problems, bleeding , and other injuries." Also alleged, "as a result of having the products implanted into her, plaintiff has experienced significant mental and physical pain and suffering, has undergone a surgical procedure to remove one or more of the products," will likely "undergo add'l corrective surgery, has required add'l medical treatment and has sustained permanent injury," and other damages.

Manufacturer narrative:
Should add'l info become available regarding this event it will be re-evaluated and a f/u report will be sent.